Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, the sensor stopped working prior to going to bed and the cgm was displaying, "new sensor". At this time, the patient was vomiting and stated he was in diabetic ketoacidosis. The patient did not check for a fingerstick reading during this time. He called 911 and paramedics transported the patient to the hospital. The patient could not remember event details but stated he was treated with a "long dose insulin" when they arrived at the hospital. The patient was in the hospital for 8 days and was discharged on (B)(6) 2024. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.